Event description:
The customer contact reported that during testing at the user facility, the device delivered less than expected. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.